Event description:
It was reported that closure of an unspecified access site was attempted with a prostyle device after an unspecified procedure. Reportedly, a suture break occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3- the date of event is estimated. D4- a partial UDI was provided as the lot number is not known. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.